Event description:
It was reported that the patient received multiple shocks for possibly atrial fibrillation (af) with rapid ventricular response that the device classified as fast ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.